Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013352755); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed due to calcification. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The 29 millimeter (mm) valve was then deployed, however, severe paravalvular leak (pvl) was noted. Subsequently, the 29 mm valve was removed from the patient's body. A 34 millimeter (mm) valve was then prepared as well as a new dcs. The valve was then successfully implanted. After implantation of the valve, trace pvl was noted. Per the physician, pre-case planning factors contributed to the paravalvular leak (pvl).